Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a return of symptoms. They mentioned their healthcare provider could not believe the high settings they patient required. The patient would increase and then not feel anything again and have leakage. The patient reported they had used their patient programmer and noticed a power on reset (por). The patient mentioned recent emi from unrelated medical procedure. They reported the return of symptoms had happened prior to the medical procedure, they mentioned they ran at higher settings and they were wondering if their ins battery might be low. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The doctor had no further information as this time as the patient's appointment was still upcoming.